Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 12 jan 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported per (B)(6): "subglottic detached from the ett (endotracheal tube) - patient reintubated." No further information has been provided at this time.

Manufacturer narrative:
One used sample was returned for evaluation. The sample had dried biologic matter which remained after decontamination. The sample was received with the subglottic suction line detached from the endotracheal tube. The detached area was examined under magnification. There were visible abrasions and lacerations present on both the endotracheal tube and the suction line. The appearance of the abrasions was visually similar to teeth marks. There was dried biologic matter in the area where the suction lined attaches to the endotracheal tube. There was visible cured adhesive residue on the outer surface of the suction line. No manufacturing root cause could be determined. All information reasonably known as of 13 feb 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).